Event description:
Physician reported rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional additionally reported right "lymphadenopathies" and "benign nodules" (non device related).